Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image abnormality occurred due to a damaged image sensor unit. Although the root cause could not be determined, the image sensor damage was likely caused by the following: 1. During device handling by the user, electrical damage was applied to the image sensor unit from electrical contacts of the video connector. 2. During device handling by the user, the universal cord was coiled small. Subsequently, irregular stress was applied to the image sensor unit. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual chapter 3: preparation and inspection 3.8 inspection of the endoscopic system - inspection of the endoscopic image¿ this supplemental report includes a correction to d4 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had no image and only vertical lines when the scope was angled down. It was further noted that when angulating the scope right and left, the movement felt clunky. The issue was found during a therapeutic laparoscopic cholecystectomy procedure. The procedure was completed using a similar device after a 10 minute delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the image was distorted during left angulation but returns to normal and the subject can be recognized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.